Event description:
It was reported that ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to water ingress to air gas module from air compressor. There was no patient harm. Identification of issue has been done by analyzing problem description and service report attached. The cause of the issue was related to malfunctioning compressor min (usability issue) and according to analysis, the most likely root cause has been established as design - labeling. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref #: (B)(4).